Event description:
The info provided to sjm indicated the pt underwent mitral valve replacement on (B)(6) 2010 with a 29mm sjm epic stented porcine heart valve (model: e100-29m, serial: (B)(4)). The valve was explanted due to severe calcification, mitral stenosis and moderate mitral regurgitation. Additional info has been requested.